Manufacturer narrative:
This is a retrospective report due to observation of FDA inspection conducted in (B)(6) 2012. We do not have detailed info on pt info, adverse event, medical device, and so on, because we are an (B)(6) supplier. We did not receive an actual defective sample. Only the pictures of the defective sample were received. Further investigation will be conducted if the actual defective sample was obtained.

Event description:
Spinal needle (pencil point: 27g x 90mm) broke during surgery. MFR lot#: 08b018.